Event description:
An eyecare practitioner reported that a female pt was refit from b&l soflens comfort to o2optix lenses. The right lens was uncomfortable, with itching, irritation & photophobia and after two hours she removed the lens and visited the fitting optometrist. There was moderate general redness, one central infiltrate (1mm) with deep staining in the right eye. Looked more like a corneal erosion than a bacterial infiltrate. Treatment: chloromycetin x 8. No lens wear. Scheduled next visit in 2 days for check up and possibly a culture. Pre-event acuity reported as 1.0 od. Current acuity unk.